Event description:
Customer reported a decrease in tissue vaporization efficiency of the surgical fiber during a prostate procedure at 7,934 joules. The case was completed with another fiber without further issue. There was no injury reported.

Manufacturer narrative:
The device was returned to the manufacturer and analyzed. The customers initial report of decreased tissue vaporization efficiency during the procedure is not considered a reportable issue. Upon analysis of the returned surgical fiber, the fiber cap was found to be detached; no charring or burn damage was observed. The fiber cap was not returned by the customer. The pt's outcome was reported as "ok" and there was no indication or report of any part of the device remaining inside the pt. Based on the analysis findings, the fiber condition could result in a forward firing condition of the side-firing surgical fiber and has been identified as a potential safety issue. There was no report of injury as a result of this event. The root cause of the device failure was determined to be heat accumulation, likely due to tissue contact and or anatomical/procedural factors encountered during the procedure, resulting in cap detachment. The product labeling warns that tissue contact, tissue probing and bending fiber at sharp angles may cause fiber damage or breakage.